Manufacturer narrative:
The tandem user guide states that the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received a resume pump alarm. The customer's blood glucose (bg) was 300 mg/dl and a correction bolus was to be delivered if the bg level did not decrease. Tandem technical customer support (cts) assisted the customer with resuming insulin delivery. The customer reviewed the pump history with cts to find out why the resume pump alarm had occurred and a fill cannula alert was found. The customer said that the load button may have been tapped inadvertently while the pump was in a pocket. Tandem technical support advised the customer to lock the pump screen prior to putting the pump in a pocket.